Event description:
It was reported that charging cable stopped working even though there was no visible physical damage and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer was informed that charger could not be replaced without physical damage, and customer acknowledged and understood resolution with no further action taken.